Event description:
During implantation of a hip cup on (B)(6) 2024, a small piece of the head of the hexagon socket of the screw for cup impactor curved constrained teil 1 ref (B)(4) broke off when the screw was screwed in. It was reported that the event had no effect on patients, users or third parties.

Manufacturer narrative:
During implantation of a hip cup on (B)(6) 2024, a small piece of the head of the hexagon socket of the screw for cup impactor curved constrained teil 1 ref (B)(4) broke off when the screw was screwed in. It was reported that the event had no effect on patients, users or third parties. The examination of the photos provided showed that a fragment had broken out of the head of the hexagon socket screw. On the fracture surface, the so-called "beachmarks" typical of fatigue fractures can be seen, which runs as twisted contour. This twisted contour of the fracture lines may indicate that such high forces have occurred here due to rotational loads that the material has fatigued to the point of fracture. The fracture was probably initially caused by surface damage. The rotational stresses occurred during use when the head of the screw for cup impactor curved constrained teil 1 ref (B)(4)was regularly combined with the ic-adapter with hexagon ball 8mm ref (B)(4) to screw hip cups to the cup impactor curved constrained ref (B)(4). Based on the information available, the technical cause cannot be clearly determined. It is very likely that the product could have been overloaded several times during its useful life of approx. 10 years. Therefore, it can be assumed that this is not a product defect, but rather a sign of wear. After reviewing the product and manufacturing documents, a technical cause that can be attributed to manufacturing problems can be ruled out. The content of the standard surgical techniques was checked; no errors were found.